Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with typical brugada syndrome (brs) underwent radiofrequency ablation and developed pericarditis characterized by transient chest pain associated with diffuse st-segment elevation, normal serial cardiac enzymes, and higher inflammatory markers, which spontaneously normalized 2 days later. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿brugada syndrome phenotype elimination by epicardial substrate ablation¿ the purpose of this study was to systematically report the methodology, results, and complications of epicardial rfa of consecutive selected patients with brs. Suspect device is an externally irrigated 3.5-mm tip navistar thermocool ablation catheter, however catalog and lot number is unknown.